Manufacturer narrative:
Investigation is ongoing.

Event description:
During a transfemoral tavr procedure, after inserting a 14f e-sheath+, blood leakage occurred from the hemostatic valve while the guidewire (gw) and contrast catheter were within the esheath+. Efforts were made to ensure that gw and the esheath+ passed through the center, but the blook leakage could not be stopped. As the abdominal aorta was shaggy, it was determined that replacing the sheath would be risky, and the procedure was continued. Due to the significant amount of bleeding, a blood transfusion was performed during the procedure. It was believed that the hemostatic valve was damaged. The device will be returned for evaluation.

Manufacturer narrative:
A supplemental MDR is being submitted due to device evaluation findings. Sections g6, h2, and conclusions in h11 have been updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination revealed the hemostatic valves were arranged properly within the sheath hub. No gap was noted on the center slit of the duckbill valve. No visual abnormalities were noted on the cross-slit or duckbill hemostatic valves. No abnormalities were noted on the disc valve seal opening; however, deformation was present on the valve round seal, possibly due to device use. During functional testing, the sheath was flushed in three configurations with no leaks observed. The sheath was unable to be decontaminated and further testing could not be performed. The complaint for inadequate hemostasis was unable to be confirmed through product evaluation. The esheath is constructed with tri-seal valve technology for hemostasis control. The duckbill valve is designed to provide hemostasis when there is nothing inserted in the sheath. When a guidewire is inserted, the cross slit valve will provide the hemostasis, and when a 5f or greater catheter is inserted, the disc valve will provide the hemostasis. Per the event description, leakage was noted with the "the guidewire (gw) and contrast catheter" inserted through the sheath hub, suggesting that the function of the disc valve may have been impacted. However, functional testing revealed no leakage when flushing the sheath under the equivalent configuration (guidewire + introducer). Following device disassembly, no abnormalities were observed on the seal opening of the disc valve, suggesting that the valve would be able to provide hemostasis to the 6f contrast catheter used during the event. While material deformation was found to be present around the seal opening, it is unknown whether the valve was already in this state during the reported leak and/or whether it would have been sustained afterwards. As such, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.